Event description:
It was reported that the implantable cardiac monitor was unable to pair to the mobile application due to a suspected bluetooth malfunction. The device was eventually able to pair. No intervention was reported. There were no patient consequences.